Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the atw35 was fired to divide a large cystic duct. It fired staples but did not cut on first firing. Surgeon opened another instrument and completed the case successfully. There was no consequence to the pt.